Event description:
It was reported by the perfusionist that the femoral cannula, diitfa02225 was leaking at the luer fitting. It leaked after going on bypass and leaked the entire case." No patient injury was reported.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
The returned products demonstrated no crack or leak as reported. The likely root cause of the cracked t-connector is an interaction between plasticizers in solution, sterilization, and environmental and shipping conditions. It is unlikely that the device was distributed with cracks. A CAPA and fca was initiated due to increase in complaint trends. Trends will continue to be monitored through the edwards quality system.